Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Implant was placed on 11/5/96 in site #18 (class iii bone) during a routine procedure. The clinician reports that the reason for implant failure was due to the fact that the implant was placed in alveolar mucosa and had no attached gingiva and that an infection occurred several months after the implant was placed. The implant was removed on 4/24/97.